Event description:
The physician attempted to deliver a 2.75 a 14 mm endeavor resolute rapid exchange (rx) drug-eluting stent to treat a lesion with an "intense level of calcification." The stent was damaged during the attempt to deliver the device and it was removed from the patient. No clinical sequelae were reported. Device evaluation: the device was returned to the manufacturing facility for evaluation. A number of struts on the 5th and 6th proximal stent segments were raised and pulled distally. A number of struts on the 9th proximal segment were deformed and slightly raised. The distal tip was slightly flared and flattened. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (stent damage, failure to deliver the stent). (Intensely calcified target lesion).